Event description:
Event description guidant received information that this implantable ventricular lead, which was in service with a competitive pacemaker, had an intermittent loss of capture and pacing output.